Event description:
It was reported this balloon burst following the first inflation, during an arteriovenous fistula graft dilatation procedure. An inflation device was not used. Resistance was encountered removing the balloon catheter through the venous anastomosis site. Continued exertion against resistance resulted in the balloon and a portion of the catheter shaft breaking and detaching in the pt. A cutdown was performed and uneventful retrieval of the detached balloon and catheter segment followed. The physician left an adequate dilatation was achieved and chose not to use another catheter. The pt's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering eval indicated the catheter shaft was received in two pieces. The balloon was torn circumferentially with balloon material attached to both catheter segments. Both balloon bonds were attached. All balloon material was present. The distal tip of the catheter shaft, which included the distal radiopaque marker, was elongated and measured 5.8 centimeters. The proximal radiopaque marker was detached and not received for evaluation. The balloon material was very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow-up revealed a pressure gauge was not used to determine the adequate dilating force within the balloon. Additionally, an introducer sheath was not used with this balloon catheter and resistance was encountered upon removal of this balloon catheter. This device displayed characteristics consistent with exertion against resistance, an elongated catheter shaft. The co. Believes the above factors may have contributed to this event. However, the co. Is unable to determine the exact cause for this event. Directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adquate dilating force is applied while not exceeding the maximum limits of the product... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carelully...if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."